Event description:
Customer reported a low blood glucose of 37 mg/dl. She stated that she treated with soda and went back to bed and woke up again with a high blood glucose, of 513 mg/dl. She treated with another bolus and brought it down to 471 mg/dl and was advised to monitor the blood glucose. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.